Event description:
It was reported that an intermittent loss of capture was observed. Programming changes were made. Patients condition is fine and experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.